Manufacturer narrative:
The completion of the investigation is pending. A supplemental MDR will be submitted. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza b positive result for a patient¿s sample analyzed on the cobas® liat® system ((B)(4)). The patient¿s same sample was repeat tested and analyzed on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative. The same sample was repeated and tested on the same cobas® liat® system ((B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal in bd universal transport media. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.